Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device migrated into the pocket behind this patient's breast implants. The migration led to lead dislodgment. Additional information indicated that migration was confirmed via x-ray, but lead dislodgment was not. However, poor r-waves were observed. A revision surgery was performed and the system was explanted and replaced. No additional adverse patient effects were reported.